Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergic rash"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dyspareunia and pelvic pain to be related to essure. The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified)- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review it was found that this case is duplicate of case: (B)(4). All source document information, reporter and reference section from this case was transferred to case: (B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and dermatitis allergic ("allergic rash"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the dermatitis allergic outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dyspareunia and pelvic pain to be related to essure. The reporter commented: she received treatment for: dyspareunia (painful sexual intercourse), abdominal pain, pelvic pain and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Product indication and essure implant date updated. Explant date added. Case upgraded from other event to incident previously reported ¿injury¿ was updated to pelvic pain/ chronic. Events added: dyspareunia (painful sexual intercourse), abdominal pain and allergic rash. Lab data and lawyer added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.